Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, cartridge was damaged. Customer was instructed to perform a cartridge change to resolve the occlusion. Customer¿s blood glucose level was not impacted.